Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users attempted to log in but were unable to do so, as the system required a witness. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identified was failed and an error message had appeared. A field service engineer (fse) confirmed successful collaboration with the customer. After performing a proper reboot of the device, the customer was able to log in without issues. The bio ID feature was fully functional, and the firmware was loaded. The customer verified and confirmed that the bio ID was working as expected. The system functioned as intended after the field service engineer repaired the device.